Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was successfully placed in the patient. According to the complainant, on (B)(6) 2010, the physician reported that he felt resistance during stent removal. Fluoroscopy was performed and the stent appeared knotted on the fluoroscopy. The patient was sent to another facility and underwent a percutaneous procedure (date unknown) to remove the stent. The patient was reported to be "fine" at the conclusion of the procedure.